Event description:
The caller reported that last week they had an intubated patient with a hi-lo evac that appeared to have a leak. The caller reported that the patient was on a ventilator and that they heard a leak on inspiration with the suction on, and no leak was heard when the suction was turned off. The caller reported that the suction was set at 20cm continuous and cuff pressure and placement was confirmed. The caller reported the endotracheal tube was removed and patient reintubated with another hi-lo tube successfully.

Manufacturer narrative:
The lot number is unknown. No analysis or conclusions can be drawn without the device or the lot number. Return of the endotracheal tube for failure investigation has been requested. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted.